Event description:
It was reported there were air bubbles in the reservoir. Customer's blood glucose was 546 mg/dl. The device was not rewound in place with the reservoir. Insulin was stored a room temperature. Customer's spouse was assisted in purging the air bubbles. Troubleshooting for the insulin pump was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.